Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The mother reported via phone call that the customer received a low battery alert and a motor error alarm after a battery change. Customer's blood glucose was 70 mg/dl. The alarm history also showed several no power alarms, battery out limit alarm and bad battery alarm. The customer did receive a low battery warning before the off no power alert occurred. The mother stated the drive support cap appeared to be normal. Customer was also able to complete the rewind sequence on their insulin pump. The insulin pump also passed a displacement test. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.